Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump was received with a missing reservoir tube o-ring and a missing retainer. Pump was also received with a critical pump error (open book image) alarm. Unable to verify possible over delivery anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thus. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/05/2022 to 05/22/2023, 05/01/2024 t 06/04/2024 and 02/27/2025 to 09/02/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 11-nov-2021. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 11-nov-2021 in the formatted history file. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 09/02/2025 03:25:00.000 and 09/02/2025 03:35:00.000. The pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2 and force sensor. Severe corrosion was also found on the motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. The pump was received without a battery. The pump was received without a battery cap. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment, a serial number label fading and a broken belt clip rails. Unable to verify customer alleged for low bgs. Unable to verify possible over delivery anomaly, perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Customer alleged for possible over delivery anomaly was unknown. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to severe corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, severe corrosion was also found on the motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Retainer ring damage (a missing reservoir tube o-ring and a missing retainer) and reservoir unable to lock into place were also confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump does not show any signs of damage. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.